Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 50ml concentric luer lock syringe was cracked and caused a malfunction in the plunger and it leaked out of the end of the syringe. The following was reported, "from the nurses internal report - description: 60ml syringe filled with 10% glucose syringe was infusing at 7.7ml/hr via peripheral IV. When the syringe got to approximately 10ml left I noticed it was cracked which had caused malfunction in the plunger and glucose to leak out of the end of the syringe. Consequently there was air in the line and none of it, including the t-piece and the hub was not primed with glucose. The baby may have been bolused with air but I am unsure of how much. I had checked the syringe at 0700 on handover and there was no air in the syringe at that time on 21feb2019: per comments added by rcc : 09:27 am (gmt+8:00) ((B)(4)): syringe was being used in a gh syringe driver, 60 ml 10% glucose drawn up - running at 7.7ml/hr. Syringe packaging not available but most likely from either lot - 1809209 or 1806241. Baby was in neonatal intensive care - (B)(6). Nurse noticed air in the extension line and notified medical staff to possible air embolism. Baby was monitored; however, no further intervention was required. Visual inspection of the syringe - the plastic at around the 15ml mark has a substantial dent in it and has caused the barrel to be misshapen. As such when the plunger is at this mark the rubber is no longer forming a seal which would allow the air in and the glucose to leak out from the end of the plunger area."

Manufacturer narrative:
Investigation: one used sample was returned to our quality engineer for evaluation. Through visual inspection, damage on the barrel of the syringe was observed. A device history review was performed for suspected lots1809209 and 1806241, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Based on the marks noted on the device, it was determined the damage occurred as a result of the product getting jammed within the wheel of the manufacturing equipment.

Event description:
It was reported that a bd plastipak¿ 50ml concentric luer lock syringe was cracked and caused a malfunction in the plunger and it leaked out of the end of the syringe. The following was reported, "from the nurses internal report - description: 60ml syringe filled with 10% glucose syringe was infusing at 7.7ml/hr via peripheral IV. When the syringe got to approximately 10ml left I noticed it was cracked which had caused malfunction in the plunger and glucose to leak out of the end of the syringe. Consequently there was air in the line and none of it, including the t-piece and the hub was not primed with glucose. The baby may have been bolused with air but I am unsure of how much. I had checked the syringe at 0700 on handover and there was no air in the syringe at that time (B)(6) 2019: per comments added by rcc: (B)(6) 2019 09:27 am (gmt+8:00) ((B)(6)): syringe was being used in a gh syringe driver, 60 ml 10% glucose drawn up - running at 7.7ml/hr. Syringe packaging not available but most likely from either lot - 1809209 or 1806241. Baby was in neonatal intensive care - 1 day old. Nurse noticed air in the extension line and notified medical staff to possible air embolism. Baby was monitored however no further intervention was required. Visual inspection of the syringe - the plastic at around the 15ml mark has a substantial dent in it and has caused the barrel to be misshapen. As such when the plunger is at this mark the rubber is no longer forming a seal which would allow the air in and the glucose to leak out from the end of the plunger area."